Manufacturer narrative:
In response to FDA report number mw5088579. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation due to capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side capsular contracture, baker grade IV. Device has been explanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture, baker grade IV and rupture.

Event description:
Additionally, patient reported left side rupture. Open capsulectomy treatment completed. Device remains implanted.